Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
Upon reviewing the alarm log of the patient's homechoice (hc), global technical services (gts) found a system error 2240. Gts asked the patient when the error occurred, but the patient did not give an answer, only saying that she just turned the hc on. Gts attempted to go back through the alarm log to retrieve the date and time, but the patient began pressing buttons and was not listening to the interpreter. Gts had the patient press "stop" to get back to the beginning of the setup and explained that the patient could now setup for therapy. The patient began to press buttons again, and gts asked if the supplies were already connected, and the patient said yes. The patient did not report any leaks or issues with the current supplies. Gts advised the patient to setup with new supplies (gts did this because they were unable to get clarification on when the error occurred, and the patient wouldn't answer the questions). The patient continued to press buttons and go through the setup. Gts had the interpreter tell the patient to start over with new supplies. The patient said "thank you" and ended the call. Product surveillance contacted the patient's dialysis nurse. The nurse confirmed the patient started over with new supplies and stated there were no injuries/infections. The nurse did not provide any further information. No injury or medical intervention was reported.